Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, blood leakage was found. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.